Manufacturer narrative:
The subject device was not returned for evaluation. However, the stapler cartridge was received which was used during the event. No discrepancies were noted with the staple cartridge. For these reasons, we could not confirm the reported condition.

Event description:
During a gastrectomy procedure, the instrument did not fire properly. The surgeon reloaded the instrument with another cartridge and completed the procedure without pt injury.